Event description:
A cardiac arrest happened post dialysis. The medical director used the defibrillator on the patient. It did not release any current. The patient transfered to the hospital. The defibrillator was checked and replaced. The device was checked each shift by the staff. The patient is clinically well and back in the unit.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.